Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported death. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient died at their home. The ambulance arrived to try to revive the patient, but was unsuccessful. There is no information on what caused the death, due to the autopsy results not returned at the time of the call. The patient was reported to have woke up at around 3:00 am and was vomiting. The patient attempted to drink gatorade, after texting their roommate. The roommate went to their aid and found the patient unresponsive on the bathroom floor. The patient was reported to have celiac disease. No further details.